Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture noted in the pump after the patient bathed with the pump. There was no reported damage to the pump casing, and the reporter did not specify where in the pump the moisture was. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2015 with the following findings: during investigation, there was moisture observed in the pump. A leak test was performed and leak was confirmed at cracks along the side of the battery compartment and between the display lens and pump seal. The pump case was opened and additional moisture was observed throughout the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).